Event description:
It was reported that the device intermittently failed to power on battery source. However, the device was functional on ac power. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.